Event description:
Reported by trauma surgeon. Critical trauma patient in the operating room, requiring internal defibrillation to restore cardiac activity. Defibrillator failed to deliver defibrillation. Sent to biomed and biomed ran a diagnostic and the error codes were discovered at this time. The codes were related to a charging circuit error. The equipment was removed form service at this time.